Manufacturer narrative:
Per the clinic, the patient was prescribed antibiotics (type and date not reported).

Manufacturer narrative:
This report is submitted on july 11, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, due to an infection at the implant site resulting in a wound breakdown. Re-implantation is planned; however has yet to occur as of the date of this report.